Manufacturer narrative:
The h6 component code should be tip 3123 and balloon 419. The devices were discarded and not available for return. As the device was not returned, no visual inspection, function testing or dimensional testing was performed. Photographs were provided and balloon burst and balloon distal tip separated from guidewire lumen was seen, as well as the nose tip wings flared out. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed complaints relating to the related complaint codes. During the manufacturing process, multiple 100% visual inspections and tests are performed throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The IFU for commander delivery system with s3u, device preparation manual and training manuals were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath usage. The IFU states if a balloon burst is suspected, ''do not attempt to pull back the delivery system into the sheath'' until prepared to conduct additional steps. It is also noted, ''do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off.'' No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from (B)(6) 2020 (B)(6) 2021 for the commander delivery system (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the related codes were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: patient factors (calcification) and procedural factor (retrieval of burst balloon). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect was identified, no corrective or preventative actions are required. The complaints were confirmed by the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. Measurements of the balloon single wall thickness met the respective specification. A review of the device history review, complaint history review, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''it is believed that calcification balloon to burst''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Per the complaint description, ''when pulling the delivery system back into the sheath, the physician 'pulled too hard' and the balloon separated.'' As the balloon was burst, the altered balloon profile can be more susceptible to catch on sheath tip leading to withdrawal difficulties. As such it is possible excessive force was applied to withdrawal the burst balloon, and it led to separation of the distal nose tip from delivery system. Available information suggests patient factors (calcification) procedural factors (withdrawal of burst balloon/excessive device manipulation) contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device discarded.

Manufacturer narrative:
Device discarded. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a balloon rupture occurred during deployment of the 26mm sapien 3 ultra valve within a 29mm non-edwards valve in the mitral position via transeptal puncture approach. The balloon burst at full inflation, and the valve was fully expanded, therefore post dilation was not required. It is believed that calcification caused the balloon to burst. When pulling the delivery system back into the sheath, the physician 'pulled too hard' and the balloon separated. One half of the balloon was able to be pulled into the sheath and a 26mm gore dry sheath was used with a balloon to snare the remaining piece into the gore dry seal sheath. There was no reported vascular injury as a result of the additional procedure. The devices were discarded and not available for return. The last known patient status was stable.